Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous lead had its array coil unwound when the physician applied traction during removal, which occurred during the lead extraction and replacement of the implantable cardioverter defibrillator (ICD) due to normal battery depletion. The lead was successfully removed and no replacement was implanted. No adverse patient effects were reported.